Event description:
Threadform in the trial shell was found to be crossthreaded and would not screw onto the trident impactor shaft. The device was not placed in the patient. Since we deploy another trident hip set outside the room, another trident set was opened, and the shell from that set was trialed in the patient. Minimal time was required to acquire and open the set, the case proceeded uneventfully.

Manufacturer narrative:
An event regarding thread damage involving a trident window was reported. The event was confirmed. Method & results: -device evaluation and results: a visual inspection confirms the reported thread damage. -medical records received and evaluation: not performed as patient factors did not contribute to the event. -device history review: all devices accepted into final stock conformed to specification. -complaint history review: there have been no similar previous reported events. Conclusions: the event is related to complaints investigated under a CAPA. The CAPA identified the potential for cross-threading of the trial and mating cutting edge impactor/positioner during assembly which could contribute to thread damage over time. As a result, this device was made obsolete and a new design with different material was launched.

Event description:
Threadform in the trial shell was found to be crossthreaded and would not screw onto the trident impactor shaft. The device was not placed in the patient. Since we deploy another trident hip set outside the room, another trident set was opened, and the shell from that set was trialed in the patient. Minimal time was required to acquire and open the set, the case proceeded uneventfully.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.